Event description:
It was reported that a doctor used a trephine drill too large for the implant being placed, necessitating a second surgery using a different site.

Manufacturer narrative:
Although there is no indication that the device malfunctioned in this case, this event still meets the criteria for reportability because a second, unplanned surgery was required to preclude permanent damage to a body structure and achieve the desired results. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.